Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During normal eri replacement procedure, noise resulting in oversensing and automatic mode switch was observed on the right atrial (ra) lead. The ra lead was connected to the new device and no noise was observed, resolving the event. The physician suspects that the cause was due to the connection between the ra lead and device header. The patient was stable with no consequences.